Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one used standalone maxzero needless connector, model mz1000-07, was received by the customer for investigation. No defects were visually observed. A non-bd codan extension set was received as well. The sample was functionally tested and no leaks or backflow was seen. The customer's complaint of the maxzero leaking and dopamine was backing up to the syringe could not be verified. No syringe was returned so the syringe/ maxzero connection could not be tested. A device history record review could not be performed on model mz1000-07 because a lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the customer's complaint of the maxzero leaking and dopamine was backing up to the syringe could not be verified.

Event description:
It was reported that maxzero needleless connector leaked, was occluded, and had flow issues. The following information was provided by the initial reporter: it was reported by the customer that the maxzero is leaking and dopamine was backing up to the syringe.